Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by the user¿s caregiver that the user experienced elevated blood glucose (bg) of 421mg/dl following an insulin supplies replacement. The user stated that the ilet alerted the user to a low bg. Ems was called and the user was transported to the hospital and treated with manual insulin injections and intravenous insulin and fluids. The user was discharged the following day. No long-term health effects reported.